Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant, the remaining battery longevity of the cardiac resynchronization therapy defibrillator (crt-d) was noted to be five months instead of five years. It was stated the device detections had inadvertently been turned on while the device was on the shelf pre-implant and delivered multiple shocks prior to use. Due to the decreased battery longevity, the device was explanted and replaced the same day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.